Event description:
During baxter's evaluation of a spectrum pump, an "overheated component was identified". There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system "overheated component identified during evaluation", which was observed on the I/o pcb. The overheated component on the I/o pcb was caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced. (B)(4).